Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black specs floating in the humidifier tank and in the water related to a CPAP device's sound abatement foam. Patient alleged to develop a cough, dizziness, headache, difficulty in breathing and was prescribed medication in response to the cough. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code which was missed in previous report was captured. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on oct 25, 2024, and section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black specs floating in the humidifier tank and in the water related to CPAP device's sound abatement foam. Patient alleged to develop cough, dizziness, headache, difficulty in breathing and was prescribed medication in response to the cough. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5102722) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a cough. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.